Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device had blank display. The unit was triaged and the customer¿s reported condition was confirmed. Upon visual inspection of the unit, the lcd was observed to be cracked. After powering up the unit under testing, the backlight was on, but the display was blank. After replacing the lcd with a new lcd, the display was no longer blank. The root cause of the reported symptom was cracked lcd. The potential root cause is excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was an issue with the enteral feeding pump. The display was blank.